Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, automatic mode switching episodes were observed due to noise on the atrial lead. No intervention has been performed. The lead remains implanted and will continue to be monitored. The patient is in stable condition.